Event description:
It was reported that the customer had blood glucose levels of 500mg/dl. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The insulin pump was unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump was monitored. All operating currents tested within specification range. No blank display anomaly noted. The black light functioned properly during testing. The insulin pump passed self-test. The audio tone functioned properly. The insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.